Manufacturer narrative:
Continued: d2a common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the returned product. The photo provided shows the device label and the lot number matches that in the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the syringe still attached to the inflation port, and the balloon ruptured. Under magnification, it was identified there was a portion where the balloon material did not match up and a portion appears to be missing. The missing portion of the balloon was not returned with the device. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action has been initiated to reduce occurrences of balloon ruptures. The product said to be involved is included in the scope of the corrective actions. Based on the information provided in the report, it is unknown if the balloon was tested prior to advancement down the endoscope accessory channel. The instructions for use states: "verify balloon integrity prior to use by attaching the enclosed syringe to the stopcock and inflating the balloon with air only." A pinhole, split, or rupture in the balloon can occur if the balloon material has come into contact with a sharp object, such as a sharp stone or possibly a burr in the endoscope channel. A split or rupture in the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to "gently withdraw the inflated balloon toward the papilla." The instructions for use contain the following: ¿warning: do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy.¿ prior to distribution, all fusion extraction balloon with multiple sizing are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During a stone removal procedure in the bile duct, the physician used a cook fusion quattro extraction balloon with multiple sizing. It was initially reported that the balloon was shrinking and leaked after reaching the target location. The procedure was successfully completed. There was no reportable information at that time. The device was received on 06oct2025 and during the evaluation, the device was determined to have missing pieces [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.